Manufacturer narrative:
N/a.

Event description:
The following has been reported: infusion at the wrong time; infusion completed about 04 hours ahead of schedule. Infusion starts: (B)(6) 2026 15:37. Programmed volume: 1114 ml. Time: 23 hours. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.